Event description:
The spo2 reading displayed on the monitor was 99-100% when the actual value determined by arterial blood gas analysis and with another spo2 monitor was 70%. Measurement has been made for child less than 5 kg with the finger probe. There was no reported affect on the pt.